Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The software was upgraded and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site was booting up the system the pendant displayed "connection not ready." The representative went to the site and was unable to log into remote desktop from the mobile view station (mvs). Connected a second monitor to the image acquisition system (ias) and showed that the application was running. The rep bypassed the umbilical connection without resolve. Bypassed the connection between mobile view station (mvs) and pleora without resolve. Leds on the mvs power board confirmed as normal. Mvs power board firmware was verified. The ip address was also verified.